Event description:
A patient reported experiencing inaccurate erratic results with an ot profile meter. The patient's blood glucose results were 44mg/dl, 160mg/dl, 188mg/dl. Tests were done less than 10 minutes apart with a difference of 65%. Patient did not experience any adverse events. No further information has been reported. Note: in the reported issue notes it states that it was done less than 10 minutes apart. In the potential medical tab it states it was done greater than 10 minutes apart.